Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The target lesion was in the obtuse marginal (om) artery. The physician had selected and had introduced a 2.5x16mm taxus express2 drug eluting stent into the patient to treat the target lesion. At an unknown time during the procedure, the stent "sheared" off the stent delivery system and was located in an unknown place within the patient's coronary anatomy. The stent could not be retrieved and the patient was sent to surgery. Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event.